Event description:
During follow-up, low sensing resulting in undersensing was observed on the right ventricular (rv) lead. Defibrillation threshold testing was performed and undersensing led to a failure to deliver shock. The patient was externally defibrillated to terminate the arrhythmia. The physician suspects insulation damage. The event was resolved by capping the pacing and sensing portion of the rv lead and implanting a new rv lead to perform pacing and sensing function. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.